Event description:
According to the affiliate, the mini guidewire fractured and separated while it was being removed from a 5f avanti plus sheath introducer. The guidewire separated into the vessel; however the physician managed to get the broken piece out from the vessel with a snare. Another avanti plus sheath introducer was used to complete the procedure. There was no injury to the patient. When the physician opened the package, he didn¿t notice anything unusual about the products. The physician is very familiar with the product, and has used the avanti plus for several years. Approach was made into the femoral artery, which was highly calcified, with the mini guidewire. The mini guidewire was not reshaped in any way prior to insertion. It was confirmed that the guidewire was in the vessel and not in the subintimal. The physician then inserted the avanti sheath introducer, and began to remove the mini guidewire. However, the wire stuck to the vessel and would not come out as usual. The guidewire was pulled until it stretched and finally broke with a piece left in the vessel wall. The physician was able to remove the broke piece from the vessel wall with a snare. The sheath was then replaced with another avanti plus sheath introducer to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
This device will be available for analysis but has not yet been received. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: according to the affiliate, the mini guidewire fractured and separated while it was being removed from a 5f avanti plus sheath introducer. The guidewire separated into the vessel; however the physician managed to get the broken piece out from the vessel with a snare. Another avanti plus sheath introducer was used to complete the procedure. When the physician opened the package, he didn¿t notice anything unusual about the products. The physician is very familiar with the product, and has used the avanti plus for several years. Approach was made into the femoral artery, which was highly calcified, with the mini guidewire. The mini guidewire was not reshaped in any way prior to insertion. It was confirmed that the guidewire was in the vessel and not sub-intimal. The physician then inserted the avanti sheath introducer, and began to remove the mini guidewire. However, the wire stuck to the vessel and would not come out as usual. The guidewire was pulled until it stretched and finally broke with a piece left in the vessel wall. The physician was able to remove the separated piece from the vessel wall with a snare. The sheath was then replaced with another avanti plus sheath introducer to complete the procedure. There was no reported patient injury. One mini guide wire 0.035¿ was received coiled inside a plastic bag. Per visual analysis the j end of the mini guide wire was found to be unraveled/stretched and the tip of the j end side was fractured and it was not received for analysis. Sem analysis was performed to the mini guide wire received with the following results: ¿as per sem analysis, the coil wire presented evidence of ductile dimples; ductile dimples are a common characteristic of samples which underwent pulling/stretching prior to the separation. Moreover, evidence of smeared section was observed in the core wire. According to the observed conditions, the separation of the tip could be related to a pulling/stretching event. No evidence of cutting or corrosion on the material was observed.¿ a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint reported by the customer ¿endovascular vascular access ¿ mini guidewire - fractured-separated¿ was confirmed. The cause of the damaged (fracture and unraveled/stretched conditions) found on the mini guide wire could not be conclusively determined during the analysis. Product analysis and DHR review results do not suggest that these damages are related to the manufacturing process since the sem analysis results suggest that according to the observed conditions, the separation of the tip could be related to a pulling/stretching event. No evidence of cutting or corrosion on the material was observed. Procedural and clinical factor may contribute to the damages found. Controls are in place to verify the catheter for damages on the csi components; the produced units are inspected 100% before leaving the facility. Also, several inspections are performed through all the catheter sheath introducer assembly process operations. Therefore no corrective and preventive actions will be taken at this time. Based on the information available, it appears that the difficulty experienced may have been caused by the wire becoming caught in the vessel possibly due to calcification and the operational context of the device (such as using excessive force during removal) and is not related to a product quality issue. The patient¿s difficult anatomy and procedural manipulation may have contributed to the reported event.